Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump suspended insulin delivery when his blood glucose level was 119 mg/dl but sensor glucose was 68 mg/dl. The sensor and blood glucose difference was not within an acceptable range. Insulin delivery was suspended due to sensor glucose values. The device was not returned.